Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "cancer", deemed not device related is considered an unexpected adverse drug experience.

Event description:
A healthcare professional reported that a patient was treated with juvéderm® volux¿ xc two months ago in the jawline. The patient experienced several spots along the left side of the jawline that were painful and tender. The result has been severe pain and tenderness since the injection. Another flare up occurred a month later experiencing pain and inflammation in the jaw. The patient was recently diagnosed with lymphoma but deemed not device related.